Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line did not separate from the transfer set. A dummy tummy was not in use. The patient did not disconnect any time prior to the alarm. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies and there were not damaged by an outlet port clamp or assist device. No samples were available. Proper procedures were reviewed with the patient. The home patient (hp) had pressed "go" before connecting, and had then connected. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2012. Per the home patient (hp), he was able to continue therapy after starting over with new supplies. Since then, therapy has been going well. There was patient involvement but no patient injury or medical intervention was reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.